Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.00/3.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted and removed from the patient's right eye (od) on (B)(6) 2020 due to excessive vault. A shorter length lens was implanted on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue on product. Visual inspection found no visible damage and with residue on lens. Claim# (B)(4).